Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that a vascular stent could not be completely deployed. The stent delivery system was advanced to the treatment site without incident. The physician then began to deploy the stent and after half the stent was deployed, "pop" was heard, and the deployment trigger then became non-responsive. The physician then retracted the system from the treatment site, causing the stent to release from the delivery system and elongate. Reportedly, the stent elongated resulting in a total stent length of approximately 30-35cm. Two additional vascular stents were then advanced and implanted without incident, relining the previously implanted stent. Angioplasty was then performed using a pta balloon without incident and final angiography demonstrated good patency results of the treatment site. No report of injury to the pt.